Event description:
Dräger received an ufr in which the following was stated: the patient required endotracheal intubation with ventilator-assisted breathing. After connecting to the ventilator, issues such as low gas supply and air leakage occurred without triggering an alarm, resulting in airway injury."

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger contacted the person named in the ufr for the purpose of obtaining further information. It was confirmed to dräger that indeed neither an injury had occurred nor was medical intervention required to preclude from it. Additional aspects were not provided. Dräger derives the following: it is not known what the user meant with "insufficient gas supply and air leakage". The device facilitates a blower ventilator which takes in ambient air and compresses it for the composition of the breathing gas, if the patient requires a higher fio2 the device must be connected to an oxygen source. The aspect "insufficient gas supply" may be interpreted as an infrastructure issue or as a delivery problem of the device itself - a differentiation is not possible without further information. And without knowing the triggering condition, it cannot be determined if the expectation of the user in regard to alarming is correct or not and thus, this report is being filed in abundance of caution. Further conclusions are not possible due to the limited information. It is recommended to the user facility to have the device checked by authorized personnel and to have it repaired if necessary.